Manufacturer narrative:
E1: patient city: zionsville. Patient country: united states.

Event description:
Unomedical reference number (B)(4). 0event occurred in the united states, on (B)(6) 2024, it was reported that the one infusion set sensor was leak at site. No further information available.